Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008; w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which continued to rise over time. It was also noted that the rv lead exhibited an impedance lead warning and high impedance and a polarity switch were noted. It was also reported that the right atrial (ra) lead exhibited a unipolar impedance warning, high impedance and a polarity switch. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The analyst noted that breach due to environmental stress cracking is various through out the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead impedance warning, high impedance and polarity switch noted on the right atrial (ra) lead and right ventricular (rv) lead were not due to a malfunction on leads but due to the leads being disconnected from the device.